Event description:
Patient was revised. Reason for revision was not provided. Update: (B)(6) 2012 - broadspire received medical records. The revision operative report indicated the patient was revised due to pain and acetabular loosening. Intraoperatively noted corrosion on the stem trunnion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(4) 2012 - patient fact sheet was received, which identified part/lot and doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.